Event description:
A 50 yr old female status post subglandular inframammary. 250cc dow corning gels for augmentation 03/22/76. She states they were hard x 2 yrs and then they softened. She denies decrease in size or history of trauma, but notes some thickening in the rt. Knee arthralgias, sleep disturbances, memory loss, sensitive to sun/chemicals, choking sensation, weight gain, decreased hearing and burning eyes. Bilateral ruptured breast implants.